Event description:
Baxter japan reported a leak from the silicone tubing. No injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of leak from the silicone tubing of a transfer set. The root cause was a crack in the tubing. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for trends, and take corrective/preventative action as appropriate.